Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No additional information was available. The device was returned to olympus for evaluation and the reported issue was confirmed. The monitor automatically shut down due to a printed-circuit board failure. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the power supply on the high-definition liquid crystal display monitor automatically shut down. No patient injury or procedure impact reported.